Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that experienced low and high blood glucose. The blood glucose reading was under 40 mg/dl and treated with dextrose. The nurse stated car accident was took place. The high blood glucose treated with 5.9 units bolus. The current blood glucose was 182 mg/dl. It was not known that auto mode feature was active at the time incident. The insulin pump will not be returned for analysis.